Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes had erroneous potassium and calcium results. The following information was provided by the initial reporter: "it was reported that there are erroneous potassium and calcium results. Jan 8th : 0.8 calcium,27.62 potassium, jan 15th: 0.8 calcium,17.07 potassium, jan 17th: 0.8 calcium,13.60 potassium, jan 20th: 0.9 calcium,17.41 potassium. Erroneous potassium and calcium, they stated these were all short samples that were received. The customer called back today with repeat results: 8.4 ca, and 3.59 k+; 8.7 ca, and 4.7 k+. Previous results for one of the patients were: 8.5 ca, and 4.3 k+. They will call if the other patient returns for repeat blood work.. No patient identifiers available samples available to return for investigation.¿

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to erroneous result were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes had erroneous potassium and calcium results. The following information was provided by the initial reporter: "it was reported that there are erroneous potassium and calcium results. Jan 8th: 0.8 calcium,27.62 potassium. Jan 15th: 0.8 calcium,17.07 potassium. Jan 17th: 0.8 calcium,13.60 potassium. Jan 20th:0.9 calcium,17.41 potassium. Erroneous potassium and calcium, they stated these were all short samples that were received. The customer called back today with repeat results: 8.4 ca, and 3.59 k+; 8.7 ca, and 4.7 k+. Previous results for one of the patients were: 8.5 ca, and 4.3 k+. They will call if the other patient returns for repeat blood work.. No patient identifiers available. Samples available to return for investigation. ¿